Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the site (arm) with drainage and irritation, and high blood glucose (bg) levels exceeding 20 mmol/l (360 mg/dl) while being hospitalized for 5 days due to unrelated issues which left her unable to remove the pod and having to wear it longer than 48 hours and expired. At the hospital, the patient was placed on an intravenous (IV) drip and prescribed 2 doses of antibiotics (name unknown) to be taken 4 times a day for 7 days. The pod was discarded.